Event description:
Olympus was informed that during an unspecified procedure the esg-400 hf-generator issued error message e433 and could no longer be used. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus UK regional service center (rrc), (returned to the rrc on 2022-02-04). The evaluation/investigation at the rrc found cracks on the generator¿s front panel and confirmed the occurrence of error e433. This error message, which in the case at hand was caused by a defect of the generator board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. The reported damage to the generator¿s housing was most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results.